Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complication encountered. Please check patient line (pl) and drain line (dl) alarms during drain 0 of 5 of treatment even after re-setup. Fibrin was discovered within the catheter and pl. A review of the patient¿s treatment records identified that the patient drained 3675 ml during drain 5 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the fibrin discovery. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient completed treatment using the cycler. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient is continuing with peritoneal dialysis therapy on the cycler without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complication encountered. Please check patient line (pl) and drain line (dl) alarms during drain 0 of 5 of treatment even after re-setup. Fibrin was discovered within the catheter and pl. A review of the patient¿s treatment records identified that the patient drained 3675 ml during drain 5 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to notify their peritoneal dialysis registered nurse (pdrn) of the fibrin discovery. Upon follow up, the pdrn confirmed the reported event. The pdrn stated that the patient completed treatment using the cycler. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The pdrn stated that the patient is continuing with peritoneal dialysis therapy on the cycler without issue and without reoccurrence of the reported event.